Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip nt was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened from 10 degrees to approximately 60 degrees. Troubleshooting was performed, but the issues continued to occur. The clip was closed. The nt clip was implanted, reducing the mr to a grade of 1. There were no adverse patient effects, and the patient was reported to be stable. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure and implanting the clip despite unsuccessful establish final arm angle (efaa) check prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.